Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to multiple elevated accutni (troponin I) results generated on the access 2 immunoassay system for multiple pts. The pt samples were tested in another facility and the results were within normal reference range. The initial results were not reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site to investigate the event. The fse performed a preventative maintenance on the instrument. The fse installed a new set of aspirate probes. The fse indicated that all system testing was within published performance specifications. Although hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.